Event description:
The customer reported to olympus that the autoclavable camera head had a scope communication error message. The issue was found at the beginning of a therapeutic procedure (hip arthroscopy), and the procedure was completed using a similar device without delay. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation of scope communication error message was confirmed due to faulty charged coupled device unit. The device evaluation also found the device failed the leak test due to damaged connector seal. The serial plate was missing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that e315 occurred due to endoscope failure caused by charged-coupled device (ccd) failure. It is likely that it was damaged due to flooding from the damaged connector seal. The event can be detected/prevented by following the instructions for use which state: "do not hit or bend the electrical contacts on the video connector. The connection to the video system center may be impaired and faulty contact can result". Olympus will continue to monitor field performance for this device.